Manufacturer narrative:
Investigation summary- no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Device history lot- device lot: 1994161. Device history batch- subcomponent lot: n/a. Device history review- device sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella could not be advanced due to the patient¿s anatomy, resulting in unsuccessful placement. The impella insertion was aborted.